Manufacturer narrative:
Reference: (B)(4). Investigation x-initiated manufacturer's investigation. X-no sample returned. Analysis and findings: distribution history: distribution history could not be determined as the lot number was reported as "unknown". Manufacturing record review: a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint unit/product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: a review of the incoming inspection record could not be performed because the complaint unit/product lot/serial number was not provided. Should the complaint unit/product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation: evaluation of the complaint (B)(4) could not be completed as the complaint (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint (B)(4) could not be completed as the complaint (B)(4) has not been returned to coopersurgical. If the (B)(4) should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action: coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Medwatch report (B)(4) stated "absorbable staples used to close abdominal incision(exploratory laparotomy) and on post op day 3, the incision dehisced. This required additional medical intervention. We are not positive of the numbers as it occurred 48-72 hours later and the packaging no longer available." Reference : (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference: (B)(4).

Event description:
Medwatch report 5088696 stated "absorbable staples used to close abdominal incision(exploratory laparotomy) and on post op day 3, the incision dehisced. This required additional medical intervention. We are not positive of the numbers as it occurred 48-72 hours later and the packaging no longer available." Reference: (B)(4).